Manufacturer narrative:
The date of occurrence was reported to be on or near (B) (6) 2010. Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. The info provided indicated the stone was too large to exit the ampulla. The instructions for use list an ampullary opening inadequate to allow for unimpeded passage of stone and basket as a contraindication with usage of the fusion lithotripsy extraction basket. The instructions for use caution the user if the device is to be used for removal of biliary stones, assessment of stone size and ampullary orifice must be made to determine necessity of sphincterotomy. When additional info was requested, the initial reporter could not state if a sphincterotomy had been completed prior to the attempt to remove the stone. The instructions for use for the fusion lithotripsy extraction basket warn the user that the basket wires may fragment during lithotripsy, requiring surgical intervention. The instructions for use for the soehendra lithotriptor warn the user not to remove the outer sheath from the basket wire when performing lithotripsy. Doing so may result in basket fragmentation. When additional info was requested, the initial reporter could not state if the outer sheath was left on or removed prior to performing lithotripsy. The instructions for use for the soehendra lithotriptor included the following warnings: because the lithotriptor device generates mechanical pressure during use, basket fragmentation is a possibility that may require surgical intervention. Due to the varying compositions of biliary stones, stone fracture may not be possible. If the stone cannot be fractured, continued rotation of the handle may cause the basket wire to break, requiring surgical intervention. Prior to distribution, all fusion lithotripsy extraction basket undergo a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the report was unable to be verified. Because the stone was too large to exit the ampulla, use of this product was contraindicated with this pt. The reported occurrence of basket wire fragmentation involves an inherent risk of the procedure and a known potential complication associated with lithotripsy. The info provided suggests the pt's condition (i.e. Stone was described as large and hard) could have contributed to the reported event. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), two stones were successfully removed from the bile duct. A third stone, described as pigmented and very hard was captured with a cook endoscopy fusion lithotripsy extraction basket. The stone was too large to advance out of the bile duct through the ampulla. Manual fracture of the stone was attempted, but unsuccessful. Therefore, the basket was used in conjunction with a cook endoscopy soehendra cable and soehendra lithotriptor in an attempt to crush the large stone. The stone could not be crushed. The drive wire fractured near the distal end during lithotripsy. The distal end of the drive wire (including the basket and basket tip) retracted into the bile duct. The detached section of the device located in the bile duct was unable to be retrieved endoscopically. Surgical exploration of the common bile duct was conducted. The section of the basket that remained in the bile duct was removed surgically.